Manufacturer narrative:
Per the complaint, the lot number is unknown. #e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient experienced implant loss of integration. The implant was extracted.